Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the patient experienced a return of symptoms. It was noted that the patient experienced incontinence after their pain stimulator surgery. The healthcare provider had taken an xray and the lead was not connected to the lead. One part of the lead was in the ins and the other part of the lead was in the lead position at the sacral nerve. The two lead segments were explanted. The issue was resolved at the time of the report. No further complications were reported or anticipated.